Event description:
It was reported that the patient has sleep apnea and the patient's mother is concerned vns may have aggravated the patient's symptoms slightly. It was stated that the patient's mother is not able to tell when the patient has sleep apnea but she has done several sleep studies recently that have shown their sleep apnea may have gotten worse. The neurologist lowered frequency. No surgical intervention has been reported to date. No additional relevant information has been received to date.